Manufacturer narrative:
(B)(6). Beckman coulter is conducting a retrospective review of its global service records, to ensure that the records had been adequately evaluated for potential complaint information and any warranted follow-up action, including MDR reporting. This MDR report is a result of that retrospective review. Manufacturing investigation: no parts were returned to the manufacturer for physical evaluation. The au680 clinical chemistry analyzer was evaluated at the user facility by a beckman coulter field service engineer (fse). Instrument functional checks were performed which identified a calibration failure. The service documentation revealed that the buffer tubing from bottle was not secure which introduced bubbles into the line and the buffer syringe. The buffer tubing was secured to resolve the issue. No other problems were identified during the on-site evaluation. Following the service activity, the instrument was restored to full functionality. The investigation into the cause of the reported problem was able to confirm the failure mode. The buffer tubing was found to be unsecured during the evaluation. Therefore, the complaint event was confirmed.

Event description:
The customer reported an on-going issue with the ion-selective electrode (ise) originally observed on (B)(6) 2017, with patient results running high. The customer changed the mid standard solution and the electrodes, and checked quality control (qc) hourly, but the results continued to drift high which required frequent calibration. The customer changed the sample pot and sample probe, but an ise urine standard solution h stability error occurred. Calibration was repeated, but then an ise serum standard solution l stability error occurred. The device was available for evaluation. No adverse patient effects were reported as a result of this event.